Manufacturer narrative:
Initial reporter address was not provided.

Event description:
Advocate stated at 9-9:30pm her mother's blood glucose reading on the contour next ez was 236mg/dl. She was given 2 units of lantus. At 4:00 the next morning she was tested on the meter and the reading was 188mg/dl. She was disoriented and glassy eyed, so they called 911. Her blood glucose reading from the ambulance meter was 36mg/dl. The patient was retested with the contour next ez and the reading was 151mg/dl. She was given an injection to raise her glucose level and was taken to the hospital for further testing. Further information was not provided. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. New meter and strips were sent to the customer. Strips were not expected to be returned for evaluation.